Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed non-sustained right ventricular over-sensing episodes due to ventricular loss of capture. Programming changes were discussed; no intervention was reported. Patient condition could not be obtained.